Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient experienced a cerebrospinal fluid (csf) leak during a procedure to place a drg trial lead. The patient experienced a headache following the procedure. No interventions were performed and the headache has since resolved.